Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl and the pump alarmed bad sensor during normal use. Customer indicated that their blood glucose went high because they forgot to bolus for breakfast. Troubleshooting found that the customer attempted to calibrate and received calibration errors. Customer was advised to remove and change out the sensor and that a replacement sensor will be provided to them. Customer declined high blood glucose troubleshooting. No further details given.